Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 29mm sjm mechanical valve was implanted in the mitral position. In (B)(6) 2016, the patient presented with severe complications of valve thrombosis including dyspnea and reported failure to take his warfarin dose for 4 days. A redo mitral valve replacement was performed in (B)(6) 2016.